Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if more information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.